Event description:
"1617: new bag of heparin hung. Baseline aptt <0.04 1928: rn shift handoff 2038: anti-xa lab drawn 2114: anti-xa resulted <0.04 2320: registered nurse (rn) suspicious of intravenous (IV) pump function related to unchanged anti-xa lab and inconsistent pattern of drops per minute. Concern for insufficient medication delivery. Rate was 20ml/hr, expected approximately 140 ml to have been delivered by this point. Heparin bag still appeared full. Pump removed from service & removal process per protocol 2325: new heparin bag hung with new pump upon removal of pump from service, heparin bag remains measured to be 375ml. Considering a full bag of heparin is 500ml, the expected ml to be remained should have been 360ml (500ml total minus 140ml expected to be delivered). Patient (pt) received inadequate amount of medication. Baxter pump # (B)(4)".